Manufacturer narrative:
Reference ID: (B)(4). Combined (initial & final) emdr report was submitted on time with emdr report number 3003768251-2024-00028 ((B)(4)). A duplicate report was inadvertently submitted with emdr report number 3003768251-2024-00071 ((B)(4). It is a request to ignore the duplicate report submitted. Following are the corrections made pertaining to emdr report number 3003768251-2024-00028 ((B)(4)): 1. Contact office: changed from "(B)(4)." 2. Date received by mfg: changed from "blank" to "4/16/2024."

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on the digitaldiagnost r4.x indicating that a remote alert for the detector receiving heavy shocks was recorded. No harm was reported. The local field service engineer (fse) went on site and inspected the skyplate detector. Fse tested detector and performed pixel and gain calibrations on the detector. Customer was not using filter for anode heel effect. Fse advised the customer to use the filter which resulted in better image quality per the specifications. The system was returned to the customer with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was the detector drop. The reported problem was confirmed. Additional information received from the philips field service personnel confirming from the customer that the heavy shock alert was due to detector being dropped from the detector holder. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error).

Event description:
Philips received a complaint alleging that a remote alert for the detector receiving heavy shocks was recorded¿. Additional information received from the philips field service personnel confirming from the customer that the heavy shock alert was due to detector being dropped from the detector holder. No harm was reported.